Event description:
It was reported that the device was used during an unk procedure, the clips were not delivered correctly. They were delivered accrossed. They used another device to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.